Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt is concerned with the current recharge burden for her ipg. She is reportedly needing to recharge the device more frequently with longer duration. The pt is working with personnel from the MFR to confirm that her current recharge intervals are correct.

Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.